Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker had a fall so the health care professional (hcp) requested technical services assistance to check the device via a heart connect call. Technical services reviewed the device settings, episodes, and lead diagnostics and confirmed the device was operating normally. The patient's fall did not appear to be related to the pacemaker. However, technical services discussed some stored atrial tachy response (atr) episodes were inappropriate, showing far field oversensing of r-waves on the atrial channel. Blanking was changed from smart to 85 milliseconds fixed to minimize the oversensing. This oversensing did not impact therapy to the patient and was not related to the patient's fall. No adverse patient effects were reported. The device remains implanted and in service.